Event description:
It has been reported to philips that an error message appeared stating fluoroscopy failed. The system was in clinical use when this occurred. The user switched from the wired to the wireless footswitch and was able to complete the patient procedure. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and the procedure was completed by using wireless foot switch. The philips remote service engineer (rse) inspected the system onsite and confirmed that the system will not fluoro. Third party engineer order and replaced the footswitch. After replacement of footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.